Manufacturer narrative:
The reported event was "parameters were not good". As received, a complete lead was returned in one piece. During analysis an internal short was noted between conductor paths due to damaged inner insulation at the proximal region consistent with procedural damage. No other anomalies were noted.

Event description:
It was reported during the implant a malfunction was noted on the right ventricular (rv) lead. The physician elected to not use the lead and replace with another rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: g2 for not selecting foreign.